Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10; g1; g3; g6; h1; h2; h6; h10 corrections to d10, h6, and h10 due to entry error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a shoulder revision approximately seven weeks post-implantation due to component impingement, and the polyethylene and tray were exchanged. The patient had a history of an initial shoulder arthroplasty followed by multiple revisions; the most recent clarification indicated the stem was not loose and that the polyethylene was impinging on the component throughout the range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d1; d2; d10; g1; g3; g6; h1; h2; h3; h5; h6; h10. D10: concomitant medical products, part (lot): 110030776 (6652876). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: sahtst06, +6mm standard neutral humeral tray; lot#: 66984430. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. The patient then underwent multiple revision surgeries. Subsequently, the patient underwent a firth revision surgery approximately four (4) months ago due to an unknown reason to revise the poly and tray. Attempt has been made to obtain additional information. No additional information has been received at this time.